Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The customer provided physio with a photograph of the device which showed it in the lockup condition. The reported issue was visually verified. Physio-control provided the customer with a quote for repairs that were unrelated to the reported issue. The customer declined the repairs. The device will be returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up after delivering a shock during testing. The customer advised that they had to remove and then reinstall the device's batteries in order to get the device to power on. During subsequent testing by the customer the reported issue could no longer be duplicated. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device locked up after delivering a shock during testing. The customer advised that they had to remove and then reinstall the device's batteries in order to get the device to power on. During subsequent testing by the customer the reported issue could no longer be duplicated. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the downloaded device data and verified the data is consistent with a device lockup following the delivery of a defibrillator shock. The likely cause of the reported issue was determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.